Event description:
Additional information received from physician indicates that cause of the fluid buildup was determined to be hydrocephalus. Vp shunt was placed and issue has resolved.

Manufacturer narrative:
Continuation of d10: product ID b31000, lot# 082t10125, implanted: (B)(6) 2025, product type accessory. Product ID b32000, lot# 082m05725, product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was fluid build up along lead and battery pathway. No intention. Cerebrospinal fluid leak. Drain placed. Patient is frequently lying down which may have contributed to this.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b31000 (lot: 082t10125); product type: 0001-accessory; implant date (B)(6) 2025; explant date brand name sensight; product ID b32000 (lot: 082m05725); product type: 0001-accessory; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.